Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-product analysis: the pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed the display screen was dim and discolored. Unrelated to the complaint, evaluation revealed that all keypad buttons were unresponsive. The keypad was found to be intact; no peeling or lifting was observed. There was evidence of keypad contamination found under all key contacts. A battery compartment crack was discovered. A battery cap was not returned with the pump and a test battery cap was used for investigation. The test battery cap was able to be properly secured to the pump.